Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that discovered leak in dignishield. Tube was in place and not leaked from patient. Discovered multiple slits in the tube between 6-12 inches from balloon end of tube. That patient had multiple issues with dignishields splitted and leaked from the tube. Previous safety report entered (B)(6) 2024 tube had to be replaced, which was an invasive procedure for the patient. Defective tube was saved in biohazard bag in 6804.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that discovered leak in dignishield. Tube was in place and not leaked from patient. Discovered multiple slits in the tube between 6-12 inches from balloon end of tube. That patient had multiple issues with dignishields splitted and leaked from the tube. Previous safety report entered 23dec2024 tube had to be replaced, which was an invasive procedure for the patient. Defective tube was saved in biohazard bag in 6804.